Manufacturer narrative:
H.6. Investigation: lot#8152075 DHR and related manufacturing records were reviewed, no abnormality was found. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. See h.10.

Event description:
It was reported that pen needle 32gx4mm 14 pack was blocked during use. The following information was provided by the initial reporter: the injection needle was found to be blocked during the use of the dispensing solution, the dispensing solution was carried out normally after being replaced immediately.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 32gx4mm 14 pack was blocked during use. The following information was provided by the initial reporter: the injection needle was found to be blocked during the use of the dispensing solution, the dispensing solution was carried out normally after being replaced immediately.